Event description:
As reported by our affiliates in (B)(4) this was a 26mm sapien 3 case in aortic position. During valve deployment, in the first part (one third inflation), the commander delivery system balloon completely ruptured, and the valve was only slightly open. The valve was then pulled to a suitable place in the aorta and positioned there. New devices were prepared, and the valve was able to be successfully implanted. The case involved a patient with challenging anatomy. A bav was done. Valve alignment had to be performed in a tortuous section and several attempts had to be done to cross the native valve. The physician believed the event was related to the patient's difficult anatomy.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for delivery system balloon leak was unable confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "valve alignment had to be performed in a tortuous section and several attempts had to be done to cross the native valve. The doctor believes that during all this maneuvers probably calcification must have damaged the balloon. During valve deployment, in the first part (one third inflation), the commander delivery system balloon completely ruptured, and the valve was only slightly inflated. The valve was then pulled to a suitable place in the aorta and positioned there." Per training manual: "factors that make it difficult to cross: heavy calcification; wire bias into commissure; horizontal aorta; tortuous thoracic aorta; flex catheter kinked; inadequate bav". As such it is possible the calcification and tortuosity present in the patient contributed to the difficulties with navigating through anatomy. Furthermore, calcification can create sharp nodules that can compromise the balloon integrity. These interactions may cause damage to the balloon and result in the reported inability to inflate the balloon. Available information suggests patient factors (tortuosity, calcification) contributed to the reported event. However, due to the lack of procedural imagery and device, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.